Event description:
Pt presented to the hospital's emergency department (ed) feeling weak, dizzy and pressure of 64 palpable with near syncope. He had tenckhoff catheter put in earlier (B)(6) 2012 (same day) at another hosp. After going home, he became progressively worse and led to emergency department visit. The examination in the ed revealed trocar puncture sites from today without bleeding or drainage. The pt was started on "levophed" with blood cultures obtained. A CT of the pt's belly was obtained and revealed marked amount of abdominal fluid involving four quadrants. There were loculated air collections in the right upper quadrant. The on call surgeon was called and the pt was taken to surgery for an exploratory laparotomy and control of right epigastric vessels. During the surgery, the pt was documented to have 2 liters of blood and 1 liter of clots within the peritoneal cavity area. Bleeding appeared from the right incision area near the right inferior epigastric vessels. The tenckhoff catheter was removed during the surgery after migrating into the abdominal area. The pt was transferred for recovery into the intensive care unit. The pt was discharged from the hosp on (B)(6) 2012 with follow up to surgeon and not able to potentially continue peritoneal dialysis treatment.